Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a red "x" status indication message and failed the self-test. Complainant indicated that there was no pt involvement in the reported malfunction.